Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 125 ohms. While calcification of the lead was suspected, surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information provided from the field indicated the explanted ICD was actually disposed of at the hospital and will not be available for return back to boston scientific for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 125 ohms. While calcification of the lead was suspected, surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information provided from the field indicated the explanted ICD was actually disposed of at the hospital and will not be available for return back to boston scientific for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 125 ohms. While calcification of the lead was suspected, surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.